Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8019501; the lot number was built on afa line 1 from 23jan18 thru 28jan18. Packaged on packaging line 9 from 25jan18 thru 29jan18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction issue. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. "Retraction issue: slow or no retraction."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction issue. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "retraction issue: slow or no retraction."